Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05165, 3006705815-2023-05166, 3006705815-2023-05167. It was reported following an implant procedure on (B)(6) 2023 the patient¿s blood pressure spiked and he had difficulty breathing. The ems worked up the patient and he was sent to a local hospital. Abbott representative met with the patient on (B)(6) 2023 at the hospital and the patient was awake, alert and answering questions.